Event description:
Potential for error - traysafe system has additional labels we attach to vials and syringes so they can be read in the tray safe system and we can easily date our medication kits and trays. We love it, except the labels can cover up important information on the vials, and when the label is peeled back it rips the label. Circumstances or events have capacity to cause error. (B)(4).